Event description:
During a test of the onestep complete resuscitation electrode pad on the CPR [cardiopulmonary resuscitation] transport cart, this pad did not pass the test - the monitor only said, 'check pads'. The nurse changed this pad to a new pad and the new one did successfully pass the test. Action taken: defective pad was saved in the quality department and zoll can request submitter to return the device for inspection and/or further questions.